Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jan-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient noticed an increase in low back pain in the last six months, and his chronic leg pain has remained consistent. The patient is unsure of a specific date that he had noticed a change in his pain pattern. He was met with in order to reprogram and get more pain pattern coverage. X-rays were taken prior to the meeting with the patient on (B)(6) 2021. It showed that the leads were t11/12 intra-op; however, imaging had the leads at t8/9/10. Lead migration was confirmed. The patient denies any falls or stumbles; however, he has been being seen by mayo for equilibrium concerns. Connectivity and impedance check was completed with all contact 8 not showing connectivity and reading at 40,000 ohms. The patient was programmed in order to achieve more leg, specifically the left leg, coverage. It was noted that the issue is not resolved at this time; however, the health care professional has no further information regarding the event. Surgical intervention is planned, but has not yet been scheduled.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient had a lead revision and battery replacement due to his lead migration. Patient did acknowledge that he was ¿pounding poles into the ground¿ around the time he noticed a decreased in back coverage. Physician was aware of circumstances and discussed restrictions at length with the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6), implanted: (B)(6) 2019. Explanted: (B)(6) 2022. Product type: lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the device was discarded by the surgical technical prior to being told to save.